Event description:
Hcp reports a patient's pump was programmed incorrectly at refill. The infusion pump was programmed with the wrong values for the bridge bolus. The drug used in the pump was morphine. The error was corrected within a couple of minutes resulting in no adverse patient outcome.